Event description:
It was reported that the 6600 system would intermittently lock up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The ps1 power supply was reset during the svc call. The system was tested and found to be working as intended, and put back into svc.